Event description:
A system component (acunav) failed to communicate with the system while it was introduced in the patient. A new catheter was inserted and the procedure was completed. There was no adverse event to the patient as a result of the failure.